Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon vertically implanted a 13.7mm vticmo13.7, -11.0/1.5/007 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced horizontally with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.